Event description:
It was reported that the user experienced high blood glucose at 339 mg/dl while using the ilet and performed a full supply change with lot numbers collected for the infusion set, cartridge, and connector; glucose rose to 380 mg/dl, then began trending down after another supply change, and later measured 282 mg/dl, with troubleshooting and education completed. Customer care provided support that included remote troubleshooting, and supply change guidance. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia remaining unclear after supply replacement and observed subsequent downward trend. Clinical symptoms polydipsia associated with hyperglycemia. Outcomes included transient impact to blood glucose without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.